Event description:
Information received by medtronic indicated that the customer passed away in hospital on (B)(6) 2023. The customer was hospitalised on (B)(6) 2023 due to diabetes. The cause of death was unknown. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was using sensors. The insulin pump is expected to return for analysis.

Manufacturer narrative:
(B)(4). The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0876 inches. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, broken battery tube threads, cracked case at the battery tube side, pillowing keypad overlay, and keypad overlay texture damage. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump was received with a depleted duracell alkaline battery installed. No damage noted on the original battery cap. Please see below for the customer's daily total of all insulin delivered surrounding the event date (B)(6) 2023 listed on smartsolve and the days prior to the event date. On (B)(6) 2023 daily total of all insulin delivered: 303000 (30.3 u). On (B)(6) 2023 daily total of all insulin delivered: 259000 (25.9 u). On (B)(6) 2023 daily total of all insulin delivered: 238250 (23.825 u). On (B)(6) 2023 daily total of all insulin delivered: 191750 (19.175 u). On (B)(6) 2023 daily total of all insulin delivered: 269750 (26.975 u). On (B)(6) 2023 daily total of all insulin delivered: 207000 (20.7 u). On (B)(6) 2023 daily total of all insulin delivered: 5250 (0.525 u). Please see below for the pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file. 02/18/2023 01:08:00.000 alarm alert notification (40) fault number: low battery alert (104). 02/18/2023 01:12:51.000 battery removed (55). 02/18/2023 01:12:51.000 insulin delivery stopped (30). 02/18/2023 01:12:51.000 alarm alert notification. (40) fault number: battery removed (84).02/18/2023 01:13:51.000 battery removed (55). 02/18/2023 01:14:11.000 battery removed (55). 02/18/2023 01:14:48.000 battery removed (55). 02/18/2023 01:16:59.000 battery removed (55). 02/18/2023 01:18:58.000 battery removed (55). 02/18/2023 01:20:58.000 battery removed (55). 02/18/2023 01:21:02.000 battery removed (55). 02/18/2023 01:21:51.000 battery removed (55). 02/18/2023 01:22:00.000 alarm alert notification (40) fault number: battery removed (84). 02/18/2023 01:32:04.000 alarm alert notification (40) fault number: post reset ram crc alarm (23). 02/18/2023 01:33:47.000 alarm alert notification (40) fault number: battout limit (6). 02/18/2023 01:33:47.000 alarm alert notification (40) fault number: active insulin cleared fault (117). 02/18/2023 01:33:55.000 alarm alert notification (40) fault number: battout limit (6). Low battery alert was due to the battery in the pump is low on power. Pump error 23 and battery out limit alarm were expected due to the battery removed for more than 10 minutes. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The pump passed the functional testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.